Event description:
It was reported that the over temp alarm was not working, and the device kept running without alarming. There was no additional information available.

Manufacturer narrative:
One fluid warming device was received for evaluation in relation to the reported event. Device was received with hairline cracks around the reservoir cover screws and drain fitting. The pole clamp is discolored and worn. The led for the disposable was broken off. Functional testing of the device was able to confirm and replicate the reported event. Yes, the overtemp alarm button did not trigger the overtemp alarm. The pcb assembly was replaced to resolve the reported event. Root cause was unable to be determined due to the nature of the reported event. Manufacturing DHR review is not applicable or necessary because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A DHR review was performed subsequent to the manufacturing of the device and prior to its release.